Event description:
(B)(4). It was reported that the compressor kept turning on and off. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The customer reported that the compressor- mini was continuously turning off and on. Our field service engineer (fse) replaced the standby valve and verified that the compressor-mini was working correctly before it was returned to service. The standby valve was installed in a reference compressor which was connected to a reference ventilator. During simulated-use tests of ventilation, the compressor was going to standby mode for short periods of time. First intermittently, but after a few hours, periodically. The interval between the standby mode events was then about 30 seconds and the standby mode time was about 7 seconds. During a period, the ventilator also started to alarm for high o2 concentration, indicating insufficient air supply. Our conclusion in this matter is, that the returned standby valve may go into standby mode for short periods of time during ventilation when wall air is disconnected. The cause for the faulty behavior has not been established from this investigation.

Event description:
(B)(4).